Manufacturer narrative:
Results: lantern was kinked at approximately 38.0 cm, 56.0 cm and 83.0 cm from the hub. The catheter was ovalized at approximately 132.0 cm and 134.0 cm from the hub. Conclusions: evaluation of the returned pod pc revealed a functional device. The complaint mentioned that the pod pc did not have enough room to fully deploy and that a shorter pod pc was able to be deployed without issue. If there is not sufficient room for the device to deploy into the target anatomy, resistance may be experienced. During the functional testing, the embolization coil was able to advance through a demonstration lantern without issue. The reported complaint was unable to be confirmed. Further investigation revealed a kink was observed at the proximal end of the pusher assembly. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern confirmed the device was kinked at multiple locations. If the lantern is forcefully retracted at extreme angles or otherwise mishandled outside the patient body, damage such as kinks may occur. Further investigation revealed that the device had ovalizations near the distal end and additional kinks. Based on the return condition and the reported complaint, these damages were likely incidental to the complaint and likely occurred post procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00444.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00444.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance a pod pc through the lantern, despite attempting to reposition the lantern slightly. Therefore, the pod pc was removed, and a new coil was successfully placed. Near the end of the procedure, the lantern was removed so the physician could inject contrast. After reviewing the image, the physician decided to place one more coil inside the patient, however, it was then noticed that the lantern was kinked. Therefore, the procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.